Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that shaft kink was noted. While unpacking a 3.0mm x 15mm quantum¿ maverick¿ balloon catheter for use, the physician found that the shaft was kinked. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with no other devices. There was blood on the shaft, in the guidewire lumen, and between the balloon folds. The balloon was tightly folded. There was a complete hypotube fracture 59.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There multiple kinks throughout the hypotube of the device. Inspection of the remainder of the device presented no other damage or irregularities. Although it was reported that the device was not used, the presence of blood in the guidewire lumen is indicative of handling beyond simply unpacking the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).